Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information reported about the device return date. Device currently under investigation.

Manufacturer narrative:
The actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device has not been received.

Event description:
The user facility reported that the angio seal sts device bypass tube was detached when the device was unpacked. The following information was provided by the user facility: when the device was unpacked, the bypass tube was already detached and the anchor came out; a new device was used to continue the procedure; and there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device evaluation. One 8f angio-seal sts plus was returned for evaluation. The following components were returned: carrier tube assembly and a tyvek pouch. Arteriotomy locator and the hemostasis sheath were not returned. The bypass tube was returned separate from the carrier tube assembly. Some collagen expansion within the carrier tube could be made out. For functional testing the bypass tube was advanced to the tip of the carrier tube and the anchor was ensconced inside the bypass tube. The carrier tube assembly was mated with an available hemostasis sheath by inserting the bypass tube in the valve of the sheath hub. The carrier tube advanced as intended and upon reached forward lock position the anchor posted against the sheath tip. The deployment sleeve was extended to rear lock position and the anchor was pulled out to reveal collagen and intact suture knots. The collagen was soaked in water and the tamping tube was advanced over it (until black marker was visible) to form a successful knot. The device functioned as intended. The carrier tube outer diameter was measured to be 0.1021" and inner diameter of the bypass tube was found to be 0.110". These dimensions were conforming to the specifications active at the time of manufacturing as mentioned in the DHR. The exact root cause of the event cannot be determined but it is likely that the bypass tube shifted from its manufacturing position either due to improper opening of the aluminium pouch or mishandling after opening. The anchor was deployed upon receipt but it is likely that the deployment occurred after improperly opening the package or mishandling thereafter. The returned device was functionally and dimensionally tested with no anomalies found. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.